Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported via portal, left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: "analysis of the returned device identified: opening on valve and yellow particles inner the shell. Leak test and microscopic analysis were performed which identified: crack opening on valve, sharp on plug strap bond edge. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on plug strap bond edge assessed as an unidentified (tear) opening and a cracked valve seat diaphragm valve."

Event description:
Device has been explanted.